Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. While attempting to troubleshoot, the customer observed air bubbles in the infusion set tubing. The customer performed a supply change to address the issue. Subsequently, the customer experienced a cartridge change error. The customer reloaded the cartridge to address the error. The customer's blood glucose level ranged from 351-375 mg/dl.